Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy due to abnormal uterine bleeding, uterine fibroids, and stress urinary incontinence.

Manufacturer narrative:
It has been reported that following insertion, the patient experienced urinary frequency, urinary urgency and nocturia. (B)(4).

Event description:
Details: it has been reported that following insertion, the patient experienced urinary frequency, urinary urgency and nocturia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and vaginal burning.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2000 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(4) 2017 by (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation concurrently with a laparoscopic-assisted vaginal hysterectomy and a bilateral salpingo-oophorectomy. After implantation the patient experienced pain, bleeding and urinary problems. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.